Event description:
It was reported that insulation damage was noted on the left ventricular lead during prophylactic fluoroscopy. No electrical anomalies were noted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.